Event description:
Patient underwent lle angio with possible intervention. During procedure, the distal tip nosecone of the supera peripheral stent system broke off in patient's vessel. Physician unable to retrieve after multiple attempts. FDA safety report ID # (B)(4).